Manufacturer narrative:
(B) (4)during a pre-screen by the baxter service depot, a "channel select key on the pumphead keypad not working on channel c" was discovered, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report.

Event description:
A baxter service technician reported finding a colleague infusion pump with the "channel select key on the pumphead keypad not working on channel c". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.